Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family reported via phone call that they experienced high blood glucose of 400 to 420 mg/dl. Customer also had blood glucose level of 221, 250 to 400 mg/dl. Customer reported that the air bubbles was seen tubing. Customer declined to troubleshoot for high blood glucose level. The drive support cap appears normal. The insulin pump will not be returned for analysis.